Manufacturer narrative:
Based on the user facility info, non-resorbable material was left unretrieved in the pt's body. Method: involved device was not returned for eval. The failure investigation was limited to a review of user facility info and quality records for the reported lot number. The involved device has not been returned for eval. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The contact at the user facility provided a copy of the related procedure report. The report indicated the following: multiple attempts were made to access the superior vena cava from several entry sites using both a standard guidewire and a glidewire; during withdraw after several attempts, some "fraying of the coating on the glidewire" was noted; a chest x-ray was taken and the detached material was noted; the pre-existing occlusion of the superior vena cava could not be overcome so the original procedure (placement of a lifeport) was abandoned; in addition, "it was felt that the foreign body coluld not migrate and would not cause any harm" because of the occluded superior vena cava and it was decided that no further intervention was necessary to retrieve the pice of coating. The event description is consistent with damage to the glidewire due to manipulation during the procedure. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u.

Event description:
The event is described as follows on the attached user facility medwatch report: "physician using guidewire to place power port. Tip of guidewire broke off during operative procedure to place port. Tip of guidewire noted on x-ray but unable to retrieve from pt. Physician informed pt of retained tip." The contact at the user facility was not able to provide a sequence number for the uf medwatch report during f/u communication, but did confirm that the pt has been discharged to home.